Manufacturer narrative:
Corrected data: new information was received that the replacement lens was a dfr00v, 17.5 d sn (B)(6). No adverse events, no patient injury. Upon further review per new info received, there is indication that there was no suspect product quality issue, since the replacement lens was of the same model and size was 1.0 diopter power different from the suspect iol. The event then is determined to be not reportable. Therefore, there will no longer be any further reporting under MFR report number 2020664-2021-08045. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient's intraocular lens (iol) was explanted due to refractive miss +1.00 d. No other information was provided.

Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021 and (B)(6) 2021. Other: the device is not received by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.